Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose level was displayed as "high"; a specific value was not provided. The customer reloaded the cartridge and resumed insulin. Tandem technical support provided a one-time replacement pump.